Event description:
It has been identified that this record, mrn, is a duplicate of mrn. Please see mrn for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture diagnosed by ultrasound. Healthcare professional confirmed left side rupture diagnosed by ultrasound. Device remains implanted.